Event description:
Stent slipped off the balloon prior to deployment. The stent was delivered to the lesion within the sheath.

Manufacturer narrative:
The returned v12 6mm x 22mm x 120cm catheter was removed from the packaging and inspected for damage. None was found. The stent was displaced 4mm past the distal ro marker band. There was very minimal staining of the balloon and stent from bodily fluids. The balloon showed no signs of being prepped as specified in the instructions for use as no inflation media was noted in the balloon cones. The device was inspected to verify that the product was properly crimped during manufacturing. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon. The stent strut imprints are clearly visible indicating that the stent was properly crimped by manufacturing. The center of the returned stent was also measured prior to removal from the balloon to ensure the diameter of the stent was acceptable. The crimped stent diameter was measured using a 3 axis laser micrometer and was 2.18mm. This diameter is indicative of a properly crimped stent. We have not been able to determine any fault due to manufacturing. With no additional procedural detail or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.